Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.

Event description:
The facility biomedical manager reported that a colleague triple channel pump was in use on a pediatric patient in the ed (emergency department) when a free flow/over infusion of vecuronium occurred. Vecuronium was 100mg in 100 ml. Reportedly, the patient became "pharmacologically paralyzed" as a result of the event. The pump program for the medication was unknown. The patient was intubated at the time of the event. The patient was also receiving propofol (dose, rate unk). The patient reportedly was aided with the initiation of sedation/analgesia while paralyzed. Signs of arousal were then noted. The patient was transferred to the pediatric intensive care unit (picu) unit. The event reportedly caused a "set back in care and obscured the neurological exam".